Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a faxed report could not be generated following implantable cardioverter defibrillator (ICD) interrogation. It was noted that the ICD had been interrogated using the mobile programmer application and that the report displayed differed from the expected workflow. Troubleshooting steps were taken to include reviewing the appropriate workflow and advising that the remote monitoring mobile application is used to generate faxed reports. Additional troubleshooting steps were taken to include launching the remote monitoring mobile application for use; however, the application was unable to pair with the patient connector. No patient complications have been reported as a result of this event.